Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a foley catheter. The customer states the foley catheter did not function properly, the balloon would not deflate. The doctor administered additional propofol to keep the patient sedated and again used an ultrasound probe. The balloon would not deflate after cutting the valve. The doctor used sonogram to view as he used a needle meant to place radioactive isotopes and proceeded to pop the balloon and remove it.

Manufacturer narrative:
The DHR (device history record) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacturing of this product for a similar condition as reported in this complaint. A sample was not received to evaluate; therefore, the reported condition could not be confirmed. A potential root cause may be due to tiny air bubbles that are trapped at the balloon edge during the gum dipping process. The formation of air bubbles was due to the stirring of the gum solution to prevent phase separation. As a preventive action, all appropriate employees were notified about the incident. The current procedure includes visual aids that help the operator to perform the assembly properly and to prevent any damage to the component. As a corrective action, on similar complaints identified with the same failure mode, a plate is used to gently stir the gum solution to prevent the phase separation of the gum and minimize the formation of air bubbles in the gum solution. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.